Event description:
On (B)(6) 2015, it was reported that the patient is in ICU with an increase in seizures, and is also reporting a feeling that the device is "twisted". Attempts for further information have been made but no additional information has been received from the physician to date.

Event description:
Follow-up revealed that the vns patient frequently experienced seizures with many that were not true seizures but instead pseudo-seizures. The patient was seen by the following physician during an office visit in (B)(6) 2015. The physician's office indicated that they were not aware that the patient had visited the ICU and of any issues with the device. Attempts for additional relevant information have been unsuccessful to date.